Event description:
Customer took a blood glucose test and rec'd a result of 541mg/dl. She tested using the other hand and re'd a result of 86mg/dl. A lab was also performed and the result was 91mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.